Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider(hcp) via a company representative regarding a patient who was receiving dilaudid 1.0 mg/ml; 0.055mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was(B)(6) 2016 (month and year are accurate). It was reported the patient had minimal overall pain relief, back pain and left hip pain, fatigue, joint pain, muscle spasms and weakness. The patient had increased pain all over her body when giving herself a bolus with her personal therapy manager (ptm). The ptm appeared to work as expected upon inspection. The hcp performed a dye study (normal patency), x-rays (catheter tip at thoracic 11, original placement unknown). Magnetic resonance imaging was done (B)(6) 2016 and was negative; intrathecal pump tip visualized and no signs of granuloma or abnormality. The hcp decided to perform a catheter revision surgery as the catheter placement was slightly inferior than he normally places. The patient was to continue with the current dose of opioids. Labs were drawn; sedimentation rate, complete blood count with differential, comprehensive metabolic panel and c - reactive protein. The catheter revision was performed (B)(6) 2016. The hcp removed the spinal segment of the 8780 from the spinal pocket to the intrathecal space and replaced with a spliced piece of 8782. The explanted catheter was discarded. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. When performing the catheter revision, it was noted that the anchor was not placed deep in the spinal tissue. The hcp could not determine why the anchor was not in the recommended location. The proximal end of the catheter from the intrathecal space to the spinal pocket was removed. A spliced 8782 piece of catheter was placed at thoracic 8/9 interspace and connected to the previously implanted catheter using the collet, after cerebrospinal fluid (csf) was seen flowing through the catheter. The pump was programmed to prime the new catheter piece. It was unknown if the issue was resolved. Patient status was alive; no injury. On 8/10/2016 it was reported the patient continued to have increased pain in multiple areas and minimal pain relief. The patient felt her pain was getting worse overall and had increased pain with giving herself a bolus. The catheter was patent, and the reservoir volume matches the amount of drug withdrawn from the pump during refills. There were no other symptoms. The physician planned to change the drug in the pump and see if this helps reduce her pain better. Current medications vitamin d3 200 intl units tablet one tab once a day, lisinopril 40 mg tablet one tab once a day, toprol xl 50 mg tablet extended release one tab once a day, triamterene 37.5-25mg 1 capsule 2 times per day, lyrica 50 mg capsule 1 capsule 2 times per day, chlordiazepoxide 10 mg capsule one capsule 4 times per day, lansoprazole 15 mg delayed release one capsule once a day, calcium 600+d 1200 mg one tablet 3 times per day, duloclax stool softener sodium 100 mg capsule 1 capsule 2 times day, oxycodone 10 mg tablet one tab every 6 hours. Oxycodone 10 mg oral four times a day and felt this was not helping her pain. Medical history osteoarthritis, rheumatoid arthritis, essential primary hypertension, age related osteoporosis without pathological fracture. Allergies to penicillin and nsaid¿s. Surgical history tonsillectomy, hemorrhoids removed, rotator cuff and lumbar laminectomy. The results of the MRI were epidural fibrosis around the right and left sacral one nerve roots. Laminectomy at lumbar 4-5 and lumbar 5-s1, thoracic results were exaggerated thoracic kyphosis , no stenosis, lumbar results were mild degenerative disc and joint disease with mild spinal and foraminal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.